Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check rising and high thresholds were noted on the his bundle lead (right ventricular (rv) ). Loss of capture was also reported. Lead revision has been scheduled. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced dyspnea on exertion. The rv his bundle lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the rv lead dislodged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that dislodgement of the rv-his bundle lead was confirmed to have not occurred.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.